Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. The oxygen blenind module board was returned to the manufacturer's quality assurance laboratory for further investigation. The component failed a step during testing. The root cause of the oxygen blending module board failing was due to a u28 sensor being out of tolerance.